Manufacturer narrative:
(B)(6).

Event description:
It was reported that abutment screw fractured.

Manufacturer narrative:
One certain gold-tite tm hexed screw was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn but functional. Returned device was examined visually. Biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite tm hexed screws it is recommended to torque at 20ncm. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. UDI (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. (B)(4).